Event description:
Customer alleged blood glucose results of 160 mg/dl, 98 mg/dl, 140 mg/dl, and 210 mg/dl when testing was performed back-to-back on the compact plus system. The customer reported having blurry vision. The customer reported going to the hosp, where her blood glucose was tested at 135 mg/dl and she was sent home without receiving treatment. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.